Event description:
It was reported that in the casualty department, the arterial pigtail of the cannon ii catheter placed in the pt's right subclavian vein, was cracked and leaking. The catheter was inserted in (B)(6) 2011 and was used without issue prior to the hub cracking. A repair kit was used and the hub assembly was replaced. The pt dialysis was continued without further incidence.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.